Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h6 inspection of the provided photo confirmed item was broken and fractured into two pieces. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical products: item#: 47-2485-110-10, z nail 10.5 x 110 lag screw; lot#: 2976802. Item#: 47-2493-383-11, z nail cpm 11.5mm x 38cm 130 l; lot#: 3032548. Item#: 47-2485-100-10, z nail 10.5 x 100 lag screw; lot#: 3054897. Item#: 00-2490-047-32, 3.2mm threaded pin by 508mm; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial surgical procedure the item fractured while the physician was tightening implant.